Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was admitted to the hospital with hypotension and bradycardia. Programming changes were made as the physician suspects that the event was due to device programming. Patient was fine after the event and was discharged.